Event description:
It was reported via a study completed on patient's that underwent leadless pacemaker implantation via the internal jugular vein that one of them had an aveir device replaced during the procedure as it was unable to be implanted due to a catheter fracture. It was also reported that a subset of patient's had an unspecified infection, and no intervention was performed. All procedures were successfully completed. Patient's conditions were unknown.